Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified right iliac artery. A 3.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilation. During first inflation at 8 atmospheres for 1 minute, the balloon ruptured in a pinhole form at the center part. The device was removed using normal method without issue and the procedure was completed with this device. There were no patient complications as a result of this event.